Event description:
It was reported that the during an infusion cycle, a ¿channel disconnected¿ error appeared on the pcu. The customer was unable to power off the device through normal means and had to remove the battery to shut it down. There was no information on patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, e2401 - insufficient information, f24 - insufficient health impact information. Correction: date of event. Additional information: age at time of event, sex, weight, weight unit, date of birth, age unit, device available for eval?, describe event or problem, returned to manufacturer on, concomitant med prod data, device eval by manufacturer?, remedial action required, remedial action #, imdrf annex a, b, c, d, g, e, f codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of channel disconnect event could not be replicated during testing but confirmed through the logs as a suspect unit was removed. The iui failure product analysis procedure ambulatory testing was performed. Several trials were conducted in attempt to replicate the reported channel disconnect issue; however, no channel disconnects, or malfunctions were observed. Inspection of the suspect syringe found the inter-unit-interface (iui) connectors exhibited wear and corrosion. The event log showed on 23 july 2025 at 5:07 am the user programmed an infusion on the suspect syringe module s/n: (B)(6) (attached as channel a) with rate of 0.5418 ml/h, volume to be infused (vtbi) of 47.3982 ml, dose of 0.03 mcg/kg/min, the selected syringe was recorded as ivac 50 ml with volume of 47.2984 ml. At 6:54 am an infusion with rate of 4.1237 ml/h, vtbi of 32.3991 ml, dose of 27.4 unit/kg/hr was programmed on the suspect syringe module s/n: (B)(6) (attached as channel b), the selected syringe was recorded as ivac 50 ml with volume of 32.392 ml. Between 9:00 am to 9:23 am the suspect syringe module s/n: (B)(6) alarmed, the pressure disc was removed as well as the syringe, both were inserted again and the same infusion with rate of 0.5418 ml/h and vtbi of 47.3982 ml was restarted. At 9:36 am the tamper switch was pressed, and the panel was locked, at 11:15 am fifteen (15) attempts of channel select keypress were made with no success. At 11:17 am, a channel disconnect event was recorded, the suspect syringe module s/n: (B)(6), was recorded as removed which indicates a power loss event. New labels were assigned to the units, suspect syringe module s/n: (B)(6) as channel a, suspect syringe module s/n: (B)(6) as channel b and suspect syringe module s/n: (B)(6) as channel c, a few seconds after the syringe module s/n: (B)(6) was attached again and removed. Between 11:8 am to 1:27 pm several keypresses and attempts to turn off the suspect devices were made with no success as the panel was previously locked. There is no record of further infusions during the event day. The alaris system user manual (v12.1.2) states within inspection requirements to ensure the bd alaris¿ system is in good operating condition through the visual inspection before each use. Check all visible surfaces and moving parts on the devices. If you observe damage of any kind or find the device does not function as expected, return it to biomedical engineering for repair. Visually inspect the right side (male) iui connector for cracks on the entire surface of the black colored plastic housing. Visually inspect the left side (female) iui connector for cracks on the edges of the black colored plastic housing. If cracks are found, replace the iui connector before use. Replace any iui connector with surface contaminants, blue or green deposits, or cracks. Do not use a device with any cracks or surface contaminants on the iui connectors. Rather, send it to biomedical engineering for repair. On june 30, 2020 bd issued a voluntary recall to address situations that require attention and actions such as damaged inter-unit interface (iui) connectors. Damaged iui connectors may lead to interruption of communication or power between pc unit and modules. This situation could result in an infusion that stops with an alarm on the pc unit and an interruption of therapy or monitoring. The recall includes actions for clinical users, device cleaning personnel and biomedical engineering. According to the user manual when tamper resist is active, the keypad panel is locked; however, the clinician can: silence audio alarm. View volume(s) infused. View and test audio alarm setting. View selected parameters on attached modules. Any other key press results in a visual 'panel locked' prompt and, if key click audio is enabled, an illegal key press (two beeps) audio advisory. Note to repair center: device opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported channel disconnect event could not be determined as the issue was not able to be replicated during testing, however event log review showed a channel disconnect event occurred which resulted in the suspect syringe module s/n: (B)(6) being removed. The probable root cause of the reported issue could be attributed to the observational finding of wear and corrosion on pins #3 and #13 within the contact areas of the female inter unit interface (iui) connector on the returned suspect syringe module. The root cause for the report that the user was unable to power off the device was determined to be the activation of the tamper switch, as recorded in the event logs, the panel was locked at the time of the event. Note that this report lists imdrf annex a1801, c0601, d0302, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the during an infusion cycle, a ¿channel disconnected¿ error appeared on the pcu on (B)(6) 2025 @12.00 hrs while infusing norepinephrine. The customer was unable to power off the device through normal means and had to remove the battery to shut it down. There was patient involvement but no harm.